Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that the patient's infusion set's tubing quick release was cracked. The infusion set had been used for less than a day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with set in place. No further information was available.